Manufacturer narrative:
A DHR review was performed: a lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. There are no other complaints for this lot. Based on all available info, no causal factors can be determined and no conclusion can be drawn. If additional product or medical info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings. Device labeling: single use or reuse.

Event description:
Ref: mw5035767.